Manufacturer narrative:
(B)(4). Date sent: 2/10/2021. D4: batch # t5dy4k. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60w reload was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Event could not be confirmed as no packaging was returned for analysis. The reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, before used on the patient, noted that the sterile packing was not completely sealed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.